Manufacturer narrative:
Findings: unit received with a blank display anomaly and hot battery anomaly due to cracked near battery connector area. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to physical damage. Unable to verify white display due to physical damage. Unit received with scratched casing. Unit received with minor scratches on lcd window, pillowing keypad overlay, slightly peeling off end cap address label and partially cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. Troubleshooting was performed but the display did not return. The customer stated that the insulin pump had been dropped. The customer¿s blood glucose level was around 160 mg/dl. The insulin pump was unable to run the self-test. The device was returned for analysis.